Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Affiliate reported on (B)(6), the surgeon was doing a routine acl reconstruction using our intrafix kit. During the operation, the nitinol 1.1mm guide wire snapped/ broke in situ, after insertion of the proximal intrafix screw. Part of the guide wire is currently in the patient. They have asked me to carry out a quality control check for this product using the batch and catalog number provided.